Manufacturer narrative:
The baxter technician found the valve needed to be replaced. Per the baxter service manual the totalcare bed system requires an effective maintenance program. We recommend that you perform a semi-annual preventative maintenance. Preventative maintenance will minimize downtime due to excessive wear. Test the head section slide pivots, self-lubricating bearing, and slider pivot extrusions. Look for damage and make sure the head section operates correctly. Replace components as necessary. A search of the baxter maintenance records showed baxter performed preventive maintenance on this bed on jul 8, 2025. It is unknown if the facility performed any other preventive maintenance on this bed. The technician replaced the valve to resolve the reported event. Based on this information, no further action is required.

Event description:
On (B)(6) 2025, a customer contacted technical service to report that totalcare frame (product code p1900q007604, serial number (B)(6)), had the head of the bed not raising. This occurred before use. There was no patient/user injury, medical intervention, symptom, or adverse event reported.